Event description:
On 27th may, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint, and also the dust cover was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code and h6 component codes, deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 27th may, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint. It was confirmed by photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 27th may, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint and also the dust cover was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 medical device ¿ problem code : material integrity. Problem/degraded/peeled/delaminated/1454 / material integrity. Problem/degraded/corroded/1131. Corrected h6 medical device ¿ problem code: material integrity. Problem/degraded/corroded/1131 / mechanical problem/detachment of device or device component//2907. Previous h6 component codes: mechanical/coating material//4768. Corrected h6 component codes: mechanical/coating material//4768 / mechanical/cover//772. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust occurrence and cover detached or missing could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the dust cover detachment is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. As stated by the subject matter expert, peeling paint and/or rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Initial reporter was getinge technician additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the upper part of the dome arm shows signs of rust due to deterioration of the paint. It was confirmed by photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h6 investigation findings, h6 investigation conclusions and h11 additional manufacturer narrative deems required. This is based on the internal evaluation. Previous h6 investigation findings: operational problem identified/device incorrectly reprocessed/device incorrectly cleaned during reprocessing/4229 / mechanical problem identified/stress problem identified/mechanical shock problem/3217/ environment problem identified/environmental humidity problem identified//332. Corrected h6 investigation findings: manufacturing process problem identified///170 / mechanical problem identified/stress problem identified/mechanical shock problem/3217. Previous h6 investigation conclusions: cause traced to user//19. Corrected h6 investigation conclusions: cause traced to user//19/ cause traced to manufacturing//25. Previous h11 additional manufacturer narrative: based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust occurrence and cover detached or missing could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the dust cover detachment is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. As stated by the subject matter expert, peeling paint and/or rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Corrected h11 additional manufacturer narrative: based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since rust occurrence and cover detached or missing could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the dust cover detachment is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Subject matter expert performed an investigation at manufacturer¿s site. It was established, that the peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. From january 2021 the volista standop light heads are equipped with these axles improved. To prevent any safety issue the user manual mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection. In addition, the field safety corrective action msa-605552 with the service bulletin sb281b were launched on may 10th 2022 in order to inspect and replace the axles involved by a paint chipping on the volista standop light heads manufactured between april 2013 and december 2020. The axles involved by a paint chipping must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).